Manufacturer narrative:
Investigation results: the saw blades are in an used condition. The saw teeth are damaged but not broken off despite the received information by the customer. These damages occurred most likely due to an increased contact with the sawing template. The customer templates (which are not available) should show clear signs of chafing, impact marks and material thrown up. Such a damaging by bone material only is not possible. Furthermore, the hardness of the blades have been checked and are according to the specification. The failure is most probably usage related. A CAPA is not necessary.

Manufacturer narrative:
Manufacturer site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with disposable saw blades. According to the complaint description the saw blades become blunt during surgery. Two saw blades were complaint about. Generally they were not reprocessed and only used once. All of them quickly became blunt or teeth break off. There was no patient harm. Additional information was not provided. The adverse event / malfunction is filed under aag reference (B)(4).